Manufacturer narrative:
(B)(4).

Event description:
According to the reported, during a sleeve gastrectomy, several reloads were used. The client claims that the reloads could not be completely fired. The firing would stop halfway, and the reloads were discarded by the customer. There was no unanticipated tissue loss. There was no tissue damage. There was no blood loss of over 500 cc's. Surgical time was not extended over 30 minutes.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 6 autoclave cycles for the adapter. During functional evaluation, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into a pmv idrive ultra. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. Three pmv endo gia* 60mm articulating medium/thick reloads were inserted onto the adapter and the reload detect led started flashing as intended each time, indicating that the software recognized the presence of a reload. The three pmv endo gia* 60mm articulating medium/thick reloads were then fired once each for a total of three firings. One was fired straight, one was fired fully articulated right, and one was fired fully articulated left, all on indicated foam test media. The reloads cut cleanly on the appropriate test media and the staples deployed and were place properly. The reloads loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The c2014f573 endo gia adapter xl was then investigated concurrently with r+d engineering. The adapter was paired with idrive ultra powered handle c2014j057 and fired on the engineering a1 fixture and the output force was measured to be 118 lbf. The above mentioned output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.